Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. Device evaluated by manufacturer: lens not returned. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 13.2mm vicmo13.2 implantable collamer lens, -10.50 diopter, in the patient's left eye (os) on (B)(6) 2015. The lens was explanted on (B)(6) 2016 due to low vaulting. The lens was exchanged for a longer lens.

Manufacturer narrative:
Device evaluation: the lens was returned dry, in lens case/vial. Visual inspection found the lens haptic torn/broken/bent/deformed and the lens having foreign material on lens surface (fiber). (B)(4).